Event description:
Lumping on her upper lip [injection site mass] off label use in lips [off label use of device]. This report from the united states was reported by a healthcare professional via company representative on 03-jun-2025 and concerns a 21-year-old female patient who experienced lumping on her upper lip coincident with evolysse smooth. On (B)(6) 2025, the injector administered 0.25 cubic centimeters of smooth in the patient's lip. The patient came back in with lumping on her upper lip which began on (B)(6) 2025. The provider injected hylenex but saw no reduction of the lump. Medical history and concomitant medications were not provided. At the time of the report, the outcome of the lump was unknown. Company comment: investigation in progress. Database reference number: (B)(4).